Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited a rise in shock impedance from 60 to 100 ohms. Boston scientific technical services (ts) discussed that higher shock impedance was due to single coil lead and that gradual rise is not a concern. The patient was continued to be monitored. However, additional information received that recently the shock impedance measures 110 to 125 ohms and defibrillation threshold (dft) test was performed at 21 joules with 70 ohms. Ts discussed trouble shooting options. Further investigation indicated that the cause was undetermined and will continue to monitor. However, dft will again be performed if shock impedance will measure greater than 145 ohms. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.